Event description:
After session of e-stim [electrical stimulation], pt reported pain under one electrode. There was only redness noted after the session. In 2003, pt came in with complaint of burn [extent of burn unk] and sore on left upper trap [trapezius muscle].